Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Abg stem revised for peri-prosthetic fracture. Patient slipped and fell, fracturing around right total hip replacement. Abg stem removed and replaced by a restoration modular stem. Cup didn¿t need to be touched. Revision on 10th of october. Unsure about item code - item was a size 4 abg stem.

Event description:
Abg stem revised for peri-prosthetic fracture. Patient slipped and fell, fracturing around right total hip replacement. Abg stem removed and replaced by a restoration modular stem. Cup didn¿t need to be touched. Revision on (B)(6). Unsure about item code, item was a size 4 abg stem.

Manufacturer narrative:
Additional information: 510k, lot#: and catalog#. An event regarding periprosthetic fracture involving an abg ii stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem and head component. The devices have blood and tissue remnants. However, apart from this the devices appear unremarkable. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow: up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.